Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. No tests/laboratory data was available. The UDI number is not applicable to this device as it was manufactured prior to 09-24-2016. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported that during a diagnostic procedure, the wire was plugged in and zeroed, but when introduced into the patient they did not receive a pd waveform. The smartmap read "unstable." The wire was removed. Once rested, they attempted to zero the wire again unsuccessfully. The case was aborted. There was no patient harm. Vessel: mid -lad lesion ~ 40% angio. The cardiologist used two verrata wires to assess the lesion. The first wire was working fine but the scrub tech bent the wire. Although the wire was still transmitting, the cardiologist chose to use another wire of same device because he didn't want to use a bent wire if he needed to stent on it. Upon getting the second wire attributed to the event being reported, there was no yellow (wire) waveform displayed. The cardiologist then abandoned the case without determining lesion significance. No damage was observed during prep or after removal from the patient. No resistance was felt during the procedure either inside or outside the patient's body. There was no additional intervention required nor were there any adverse events. The patient was discharged as expected. Visual and microscopic inspection and functional testing were performed on the returned device. The sensor was broken and the distal portion was missing.. An electrical resistance test was performed to find any failures in the electrical circuit of the device. The test discovered open connections between all conductive bands. The wire failed the signal test and was not recognized. An "attach wire to connector" message remained even after reconnecting several times. During functional testing, the reported failure was not duplicated. The probable cause of the observed failure was open connections in the electrical circuit of the device, possibly due to the broken sensor. In decontamination, it was noted the sensor was broken and the distal portion was missing. We were unable to conclusively determine when and how the damage occurred. The instructions for use (IFU) advises under adverse effects that as with all catheterization procedures, complications may be encountered with the use of the pressure guide wire. The IFU warns never advance, torque or retract a pressure guide wire which meets significant resistance. The IFU also cautions the pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This event is being reported as a portion of the returned device was missing. There is a potential for harm if the separation were to recur.